Manufacturer narrative:
H6: neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having anterior lumbar interbody fusion (alif) spinal therapy for stenosis. It was reported that when surgeon reattached the inserter after initial placement to reposition the graft. The inserter may not have been threaded tightly onto the graft and when he impacted the graft it cracked. There were no broken fragments left inside the patient and no further complications or symptoms reported regarding the event. Additional information was received via manufacturer representative that there is no allegations of inserter malfunction. It operated properly when inserted additional grafts and there is no suspected manufacturing issues. The reported issue was not due to user error but it was likely due to not having the inserter tight when he tried to reposition the graft.